Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The endoscope was not used for examinations while awaiting results. After the positive results were obtained, the endoscope was quarantined. The last date in which the subject device was used in a procedure was (B)(6) 2023. The endoscope was last reprocessed (B)(6) 2023, additional reprocessing was performed before the device underwent microbiological testing. The device was stored in a tub in a drying cabinet. The subject device was returned to olympus for evaluation. During inspection and testing, due to deformation of plug unit, water tightness was lost. Due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity could not be obtained. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The light guide lens had a crack. The plastic distal end cover had a scratch. The adhesive on the bending section cover had a crack. The bending tube had a dent. The switch button 1 had a cut. The universal cord was deformed. The scope connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive 3 times for growth. On (B)(6) 2023, the scope tested positive for 10-100 colony forming units (cfus) of aerobic microbial culture. On (B)(6) 2023, the scope tested positive for greater than 100 colony forming units (cfus) of aerobic microbial culture. On (B)(6) 2023, the scope tested positive for greater than 100 colony forming units (cfus) of aerobic microbial culture. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.